Manufacturer narrative:
It was reported that the flow/bubble sensor needed to be replaced. The flow/bubble sensor pins was externally damaged, from a fall of the sensor. The sensor is still fully functional. The failure was detected during maintenance. No harm to any person has been reported. The flow/bubble sensor was affected. Arterial bubble sensor defective, any flow issue /reading issue and bubble alarm is a high priority alarm, leads to pump stop during treatment, if intervention is set by the user. Therefore, report is required. A getinge technician was sent for investigation. The customer ordered a replacement flow/bubble sensor. According to the technician, the flow/bubble sensor pin was damaged due to a fall of the sensor. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: fail of device by mechanical force e.g. - caused by loose connections caused by - fall of device - unsafe position / mounting / movement of device - wear / loosening of components. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2026-03-17 for the period of (B)(6) 2021 to (B)(6) 2026. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-10-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "flow/bubble sensor damaged pins" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in germany during maintenance. It was reported that the flow/bubble sensor needed to be placed. The flow/bubble sensor pins was externally damaged, from a fall of the sensor. The sensor is still fully functional. The flow/bubble sensor was affected. Arterial bubble sensor defective, any flow issue /reading issue and bubble alarm is a high priority alarm, leads to pump stop during treatment, if intervention is set by the user. Therefore, report is required. Complaint ID (B)(4).